Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant white blood cell (wbc) differential (%neut and %lymph) that was obtained on the advia 2120i with dual aspirate autosampler instrument. The fse performed tests, checks, inspections and/or repairs in accordance with the specific service task and determined that the instrument was functioning properly. The cause of the discordant %neut and %lymph results obtained on the advia 2120i with dual aspirate autosampler instrument is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant white blood cell (wbc) differential (%neut and % lymph) was obtained on one patient sample on the advia 2120i with dual aspirate autosampler instrument. The results were reported to the physician, who questioned the results and requested a manual differential. The patient sample was rerun on the advia 2120i with dual aspirate autosampler instrument and the lab obtained similar results. A manual differential was performed by the pathologist and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant wbc differential results.